Manufacturer narrative:
The doctor removed the appliance and the patient was prescribed antibiotics for treatment. A new appliance was fabricated with the palatal acrylic placed closer to the palate, for patient comfort. To date, the patient is doing fine and has fully recovered.

Event description:
A doctor alleged that a patient experienced tissue irritation while wearing the fixed rapid palatal expander appliance.